Event description:
N/a.

Manufacturer narrative:
Historical data analysis: (4109/131) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/131) the overall 24 month product complaint trend data for the period ((B)(6) 2019 through (B)(6) 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/131) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue, reported that batteries only provided power to the device for 92 minutes. The stm replaced batteries and complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed battery short run time test. There was no patient involvement, and no adverse event reported.